Manufacturer narrative:
Results: the complaint was not confirmed. This was an elective removal and the event cannot be confirmed through product analysis testing. As received the returned ipg was visually inspected and no anomalies were found. The ipg as received functioned and communicated with all lab utility. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was implanted with a rechargeable ipg, but the pt wanted a non-rechargeable ipg. The rechargeable ipg was explanted and replaced with a non-rechargeable ipg.